Event description:
Reportable based on device analysis completed on 11-mar-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed target lesion containing >=90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.00 x 20mm synergy ii drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 4.00 x 20 stent delivery system (sds) was returned for analysis. A visual examination of the stent found there was damage in mid-section with stent struts pushed inwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.